Event description:
It was reported that as the surgeon inserted the cc4204a collamer plate lens in the eye, and it did not open properly. The lens was torn as the surgeon manipulated it and was removed without any patient injury.

Manufacturer narrative:
(B)(4), lens did not open properly: eval method - work order search. Results - other: a work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history and the work order search, we were unable to determine a specific root cause of the problem. (B)(4).